Event description:
Patient expired. Sepsis due to pancreatitis due to bacteremia due to pacemaker.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The device was received and analyzed. The memory content of the pacemaker was inspected, showing a normal device function while implanted and in service. In conclusion, the device proved to be fully functional. The analysis of the memory content showed a normal device behavior while the device was implanted and in service. There was no indication of a device malfunction.